Event description:
Information received regarding the explanted device notes pacesetter pacemaker inserted, wound closed. Post procedure check performed per manufacturer rep. Pacemaker not func- tioning properly. Wound reopened. Leads checked and okay. Generator replaced then pacemaker functioned properly.